Event description:
It was reported that staff opened the sterile package and noticed a hair on the poly. That implant was removed from the field and a new implant of the same size was opened. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Visual evaluation of the provided photo and returned product found a fiber debris on the device. As the product was previously opened, the source of the debris cannot be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.